Event description:
Covidien received info that the 840 ventilator was inoperable. The failure did not occur while in use on a pt. The device was inspected by covidien engineer and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing.

Manufacturer narrative:
(B)(4).